Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the physician¿s inadvertent interaction with the device caused the reported unintended system motion and unexpected medical intervention (additional closure device). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral atherectomy interventional procedure. Reportedly, when the physician lifted the lever to open the foot he accidentally brushed against the device and the needle plunger pulled out a bit. The physician removed the proglide and used another proglide device to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.